Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During the generator check it was found the ventricular high rate (vhr) episodes appeared to be very short and this was possibly due to electromagnetic interference (emi) noise. The device is in use. No patient complications have been reported as a result of this event.